Event description:
It was observed, during the device evaluation. That the duodenovideoscope exhibited foreign objects in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3: (correction is being made to previously submitted g3: date received by manufacturer. The correct date was 07/11/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, it was confirmed, that there was a stain (foreign material) inside the light-guide lens. The foreign material was not on the external surface of the device. Therefore, it could not be removed by reprocessing. It is likely, that the light-guide lens was damaged, due to physical stress from impacts or drops at the distal end, chemical stress from exposure to chemical solutions or a combination of both. As a result, humidity infiltrated the light-guide lens, leading to corrosion. However, a definitive root cause could not be established. The instruction manual states, the detection method associated with the event in evis exera ii, tjf type q180v, operation manual chapter 3: preparation and inspection. Olympus will continue to monitor field performance for this device.